Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited high pacing impedance. The physician attempted to reposition several times but was unsuccessful. Imaging was performed and no abnormalities were noted. The ra lead was then removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. The lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead found no anomalies to the lead body.